Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on may 10, 2022. During the procedure, the clip would not detach from the catheter to deploy. Another attempt was made to deploy the clip by adjusting the scope but still unsuccessful. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip would not detach from catheter. Block h10: investigation results the returned resolution 360 ultra clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and had evidence of full deployment. The catheter was cut in different sections of the coil. Microscopic examination was performed and it was found that the catheter was unraveled next to the bushing. Additionally, the bushing had burrs. Dimensional examination was performed on the bushing outer diameter, and it was found to be within specification. A dimensional analysis was also performed between the hooks of the bushing and both sides were noted to be within specification. No other problems with the device were noted. The reported event of clip would not detach from catheter was not confirmed. Investigation found that the catheter was unraveled next to the bushing, this is likely due to operational factors such as the manipulation of the device during the insertion or removal of the device from the scope. The found problem of catheter being cut in different sections is most likely caused by the customer using a sharp object to cut the catheter. The device was returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. Additionally, it is important to take into consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the clip would not detach from the catheter to deploy. Another attempt was made to deploy the clip by adjusting the scope but still unsuccessful. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.